Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic procedure, while on preparation, the nurse found that the rotation knob was disconnected. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was received with sixteen clips. The clip counter was not active. The rotation collar was separated from the body and the instrument shaft. Functional testing found that the instrument cycled with out binding. Clips advanced in to the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. It was reported that the rotation knob was disconnected. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if force is applied while rotating the shaft during application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.